Event description:
Related manufacturer reference number: 2017865-2022-44451, 2017865-2022-44454. It was reported that the patient presented to the emergency room with incision open at the lateral margin exposing the device and leads. The pacemaker, right atrial lead and right ventricular lead were explanted. The patient was in stable condition throughout the procedure.